Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer's reported issue. All testing was performed using a good known test patient circuit and test lung. The ventilator passed an extended 66 hours of run in test with the customer settings without any unusual alarms or conditions. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions. Internal inspection does not reveal any abnormalities with ventilator.

Event description:
It was reported to carefusion that during pressure control ventilation, the unit had a "pip overshoot" (positive inspiratory pressure) that could not be corrected. The incident occurred while on a patient. There was no patient harm associated with this complaint. This occurred while they were setting up the patient, the patient was placed on the backup ventilator with no issues.